Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery in this device was suspected to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Review of device data by a boston scientific technical services (ts) consultant confirmed that device longevity was decreasing more quickly than expected. Disk analysis confirmed the patient had atrial fibrillation (af) and required high rate atrial sensing. The device remains implanted and the physician is monitoring the patient closely. No adverse patient effects were reported.